Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump said to restart and had shut off. It had wiped out the insulin amount. The device had alarmed a hardware low level failure and a interprocessor communication error. The customer¿s blood glucose level was 160 mg/dl. Troubleshooting was performed. They performed a normal bolus in the air and it was recorded in the daily history. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted. However, an error alarm was confirmed in the pump history due to software error.